Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-16859, 2017865-2021-16860. It was reported that infection was observed on the patient¿s arm. Leads vegetation was also noted. The physician did not allege the infection was related to device system or procedure. The device system was explanted. No patient consequences were noted.